Manufacturer narrative:
Insulin pump received with severely cracked and bleeding lcd glass, minor scratched display window, cracked display window at bottom side, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer dropped the insulin pump and the display is damaged. Customer is now using the manual insulin injection to correct his high blood glucose level. Customer's blood glucose level was 28 mmol/l. Customer was advised that the insulin pump will be replaced.